Manufacturer narrative:
.

Event description:
Physician used one amphiprion deep pta balloon catheter for the treatment of the posterior tibial artery of the left leg. A standard pta balloon and a deb were used to treat worsening pad of the right limb approximately 4 months post index procedure. An amphiprion deep pta balloon catheter was used to treat worsening pad of the left limb approximately 5 months post index procedure. Dissection is reported to have occurred in the left popliteal. Dissection was treated with pta, medication and bms. A standard pta balloon and a deb were used to treat the right posterior tibial artery approximately 7 months post index procedure. Occlusion of the left posterior tibial artery was reported to have occurred approximately 8 months post index procedure and an amphiprion deep pta balloon catheter was used as treatment. Revascularization of the left posterior tibial artery was reported to have occurred approximately 12 months post index procedure. An amphiprion deep pta balloon catheter was used as treatment. A pacific xtreme pta balloon catheter was used to treat stenosis in the left popliteal. A pacific xtreme pta balloon catheter was used to treat stenosis in the left sfa. Distal embolization occurred in the sfa following the pta procedure. Patient was treated with pta and lysis. Investigator reported that the embolization event was unlikely related to the study device and probably related to the study procedure. An amphiprion deep pta balloon catheter was used to treat stenosis of the left plantaris. Worsening pavk of the right limb was reported to have occurred approximately 13 months post index procedure and the patient was treated with pta and lysis. Worsening pad of the right limb was reported to have occurred approximately 17 months post index procedure. Sfa was treated with pta and lysis pta/ plantaris was treated with pta. Sfa was treated with pta. Amputation was performed. At the same time, worsening pad of the left limb was reported to have occurred. Sfa was treated with pta and lysis. Sfa was treated with a complete se stent. Worsening pad of the left pta was reported to have occurred approximately 19 months post index procedure. Pta was treated with an amphiprion deep pta balloon catheter. Worsening pad of the left plantaris and left ata was reported to have occurred approximately 19 months post index procedure. Plantaris was treated with an amphiprion deep pta balloon catheter. Amputation of the upper right leg was performed approximately 19 months post index procedure due to necrosis. Worsening gangrene and pad of the left limb was reported to have occurred approximately 17 months post index procedure and amputation of the left toe was performed. Worsening of pad in the left limb was reported to have occurred approximately 24 months post index procedure and pta was performed on the left anterior tibial artery using an amphiprion deep pta balloon catheter. Stenosis of the left popliteal was reported approximately 24 months post index procedure and a pacific xtreme pta balloon catheter was used as treatment. At the same time stenosis of the left ttf was reported and an amphiprion deep pta balloon catheter was used as treatment. An amphiprion deep pta balloon catheter and a pacific xtreme pta balloon catheter were used to treat an occlusion of the left ata. An amphiprion deep pta balloon catheter was used to treat an occlusion of the left peroneal. Investigator indicated that none of the revascularization or amputation events were related to the study device or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Event description:
Clarification received. Occlusion of the left infrapopliteal arteries was reported approximately 24 months post index procedure. Occlusion of the left anterior tibial artery was reported approximately 24 months post index procedure. An amphirion deep pta balloon catheter was used to treat the left anterior tibial artery. Occlusion of the left peroneal artery was reported approximately 24 months post index procedure. An amphirion deep pta balloon catheter was used to treat the left peroneal artery.

Event description:
Further information received regarding the treatment for the worsening pad of the right limb performed approximately 4 months post index procedure. A standard balloon and non-medtronic des were used to treat the right sfa and a standard balloon and deb were used to treat the right ata. The previously reported revascularization of the left posterior tibial artery which occurred approximately 12 months post index procedure was performed to treat stenosis. A pacific xtreme pta balloon catheter was used to during this revascularization, and not an amphirion deep as previously reported. D2 and d3 of the left foot were removed during the previously reported amputation performed approximately 17 months post index procedure. Stenosis of the left sfa was reported to have occurred approximately 27 months post index procedure and was treated with a pta. Investigator indicated that the event was not related to the study device/ procedure. Occlusion of the btk vessels (anterior tibial artery, posterior tibial artery and dorsalis pedis artery) of the left leg was reported to have occurred approximately 27 months post index procedure and was treated with a pta. Investigator indicated that the event was not related to the study device / procedure. Outcome for all events is resolved.

Manufacturer narrative:
The outcome of the previously reported worsening pad of the right limb approximately 17 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left pta approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left a plantaris approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening gangrene and pad of the left limb approximately 19 months post index procedure is resolved. The outcome of the previously reported necrosis resulting in amputation of the right upper limb approximately 19 months post index procedure is resolved. The investigator assessed the previously reported worsening of pad in the left limb and worsening of pad in the left limb which occurred approximately 24 months post index procedure as not related to the study device or procedure. Outcome is unresolved. The outcome of the previously reported stenosis of the left popliteal approximately 24 months post index procedure is resolved. The outcome of the previously reported occlusion of the left infrapopliteal arteries (ata and a fib) left approximately 24 months po st index procedure is resolved the outcome of the previously reported occlusion of the atp left approximately 26 months post index procedure is unresolved. The outcome of the previously reported acute worsening of pad left approximately 36 months post index procedure is resolved. The patient was treated with non-medtronic pta.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (revascularization). Conclusions: inherent risk of procedure (revascularization).